Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per (B)(6) 2017 - ivc filter placement procedure. "Successful ivc filter placed by name redacted. Pt tolerated procedure and sedation well and without complications." Per (B)(6) 2017 - ivc filter retrieval procedure. "Ivc filter is tilted with the hook against the wall. The 11 french retrieval sheath was then pulled back so that it was superior to the filter. The retrieval loop system was advanced through the sheath. Despite multiple attempts I was unable to snare the hook. Access was then achieved at the right groin using ultrasound and a micropuncture kit. A 6 french side arm sheath was placed. An omni flush catheter was used to try and engage the lateral legs of the filter and pull them down however this did not straighten the filter. Next the wire was advanced along the medial aspect of the filter at multiple locations and a 10 mm balloon was inflated multiple times. However the hook was never seen to free from the wall. Again I was never able to snare the hook. The wire from below was snared and tension applied from above trying to straighten the filter however again the filter was never seen to straighten. Repeat cavography demonstrated the ivc is widely patent without evidence of injury or clot." According to the (B)(6) 2017 - ivc filter retrieval procedure. "Us guidance and a 5f micropuncture set used to access right internal jugular vein. An 0.035" bentson wire was inserted and advanced through the right atrium and into the ivc. Serial dilation was performed prior to insertion of a 16 french sheath. Initially, an en snare 7 french device was used to attempt ivc filter removal, without success. A 5 french sos omni 2 catheter was used in conjunction with the en snare device to attempt ivc filter removal, without success. The bronchial forceps were then used to successfully pull the tip of the ivc filter into the 16 french sheath. There was difficulty removing the entire ivc filter at this time. Thus, a 12 french sheath was advanced coaxially within the 16 french sheath, the 6 french goose neck snare was used to capture the ivc filter within the 16 french sheath. The ivc filter was successfully removed. Venogram was performed. The filter was snared from the ivc without complication."

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported knee pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported headaches are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported overweight/weight gain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported trouble sleeping is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported stress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported limited ability or inability regarding teaching and demonstrating martial art techniques and techniques with limited movement is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, difficult to retrieved, migration, perforation, knee pain, headaches, overweight/weight gain, trouble sleeping, depression, stress, and limited ability or inability regarding teaching and demonstrating martial art techniques and techniques with limited movement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404. Registration no.: (B)(4).

Event description:
No additional information provided at this time.

Event description:
Additional information received identified the patient allegedly received a gunther tulip navalign femoral vena cava filter implant on (B)(6) 2017 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. The patient is alleging tilt, the device is unable to be retrieved, migration to renal veins and perforation. The patient further alleges, "knee pain, headaches, overweight/weight gain, trouble sleeping, depression, stress" and either limited ability or inability regarding teaching and demonstrating martial art techniques and techniques with limited movement". It was also reported that allegedly, there was a failed filter retrieval attempt (B)(6) 2017. Additionally, per the (B)(6) 2017, computed tomography- abdomen and pelvis with contrast including no contrast: "vasculature: there is an inferior vena cava filter in place. Its tip is tilted medially, extending somewhat into the left renal vein. All four legs of the filter extend outside of the inferior vena cava, suggesting multi point perforation. No obvious thrombus noted in the filter although examination is somewhat limited secondary to beam hardening artifact. Impression: inferior vena cava filter has its tip tilted medially extending into the left renal vein, and all four legs the filter extend outside of the inferior vena cava suggesting multi point perforation".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2017". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.